Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having concerns with a gap between their teeth that had not existed prior to treatment. The patient went to the dentist because the gap was hurting and found that they had developed a cavity there. The patient had to get a root canal and was awaiting their crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.